Manufacturer narrative:
B1 (product problem), b3, b5, h6: remove 2993, add 2954 b1 (product problem), b3, b5, h6: remove 2993, add 2954.

Event description:
It was reported that the pump software did not accurately adjust the amount of insulin delivered. Customer's blood glucose (bg) level that was high, specific value was not provided. Customer gave a correction bolus via the pump to address the high bg level. Reportedly, a pump reset was performed to address the event and the customer continued to use pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) level that was high, specific value was not provided. Reportedly, the customer alleged the pump software did not accurately adjust the amount of insulin delivered resulting in the high bg. Customer gave a correction bolus via the pump to address the high bg level. Tandem technical support (cts) performed a system check and performed a review of the pump data to determine a possible cause. Cts determined that the pump functioned as intended and the cause of the high bg was unknown, customer understood and acknowledged.